Event description:
I choked [choking]. I took it last night and in the morning I swallowed a little bit on it [accidental device ingestion]. My throat is irritated it is like a burning sensation, still irritation [throat irritation] I wasn´t been able to sleep at all. [Sleeplessness] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a male patient who received glycerin (biotene dry mouth oral rinse) mouth wash (batch number 5614c2a, expiry date june 2018) for product used for unknown indication. On (B)(6) 2022, the patient started biotene dry mouth oral rinse. On (B)(6) 2022, an unknown time after starting biotene dry mouth oral rinse, the patient experienced expired product administered. On (B)(6) 2022, the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), throat irritation and sleeplessness. Biotene dry mouth oral rinse was discontinued on (B)(6) 2022 (dechallenge was positive). On an unknown date, the outcome of the choking, accidental device ingestion, throat irritation and sleeplessness were recovering/resolving and the outcome of the expired product administered was unknown. It was unknown if the reporter considered the choking, accidental device ingestion, throat irritation and sleeplessness to be related to biotene dry mouth oral rinse. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2022. The consumer stated that" biotene dry mouth oral rinse it was sample, exp date was june2018. I took it last night and in the morning I swallowed a little bit on it, I choked and my throat is irritated. Does it go away. It happen in the morning it is getting better a little bit, it is like a burning sensation, still irritation. I wasn't been able to sleep at all. Lot: 5614c2a exp: june2018."

Manufacturer narrative:
Argus case ID: (B)(4).